Event description:
It was reported the distal lumen has become detached from joining all three lumens collected before the review of the hose end to be in the vein. There is free access to air in the respective lumens. There is no reported patient injury, complications or death. More data has been pursued, but no new information available at this time.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes avaialble.